Event description:
It was reported that pump declared altitude alarm 21 while insulin delivery was suspended, even though pump was within validated operating altitude range and speaker holes were not obstructed. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to gently clean speaker holes, remove and reconnect cartridge, and wait to resume insulin; insulin delivery successfully resumed after waiting, alarm did not recur, and pump returned to normal operation.